Manufacturer narrative:
H6: evaluation code f2301 removed as was incorrectly added to this event previously medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance during retrieval with the phenom microcatheter. The patient was undergoing cerebral surgery embolization surgery for treatment of a saccular, unruptured cavernous segment of the internal carotid artery aneurysm. It had a max diameter of 11.7 x 8.7 mm and a 7.5 mm neck diameter. The landing zone was 4.1 mm distally and 4.7 mm proximally. The access vessel was "6f with a diameter of "6f" mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered at platelet reactivity units (pru) level that was not informed. The angiographic result post procedure was that the final result turned out good. It was reported that the pipeline embolization device did not expand to its nominal diameter. Multiple maneuvers were performed in an attempt to achieve adequate expansion, however, these were unsuccessful. The device was then recaptured, and a new deployment attempt was made, resulting in even less expansion, which precluded implantation. During device retrieval, while attempting to preserve the phenom microcatheter for use with another pipeline device, the device became lodged within the phenom microcatheter, rendering it unusable. Therefore, replacement of both the phenom microcatheter and the pipeline device was required. There was failure to open in both the proximal and middle section. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline was resheathed more than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. There was catheter resistance in the proximal section. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend patient hospitalization. There no injury as a result of this event. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
H6: additional code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-apr-10 mpxr 1417389 (rep, hcp, for): medtronic received a report that the pipeline failed to open and encountered resistance during retrieval with the phenom microcatheter. The patient was undergoing cerebral surgery embolization surgery for treatment of a saccular, unruptured cavernous segment of the internal carotid artery aneurysm. It had a max diameter of 11.7 x 8.7 mm and a 7.5 mm neck diameter. The landing zone was 4.1 mm distally and 4.7 mm proximally. The access vessel was "6f with a diameter of "6f" mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered at platelet reactivity units (pru) level that was not informed. The angiographic result post procedure was that the final result turned out good. It was reported that the pipeline embolization device did not expand to its nominal diameter. Multiple maneuvers were performed in an attempt to achieve adequate expansion, however, these were unsuccessful. The device was then recaptured, and a new deployment attempt was made, resulting in even less expansion, which precluded implantation. During device retrieval, while attempting to preserve the phenom microcatheter for use with another pipeline device, the device became lodged within the phenom microcatheter, rendering it unusable. Therefore, replacement of both the phenom microcatheter and the pipeline device was required. There was failure to open in both the proximal and middle section. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline was resheathed more than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. There was catheter resistance in the proximal section. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend patient hospitalization. There no injury as a result of this event. There were no patient symptoms or complications associated with this event.